Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, after the unit was turned on, smoke came out from the unit after a while. After that, the ligasure connector part was caught on fire, and fire was extinguished with the water. Another unit was used to complete the case. There was no patient involvement.